Event description:
It was reported that the customer was experiencing high blood glucose of 492 mg/dl, which was treated with the insulin pump. The caller stated that the customer had suspended the insulin pump because the device was not giving a bolus. The caller stated that the customer was sick which was causing the customer to have low blood glucose incidents at night. So the insulin pump got suspended. The caller stated that upon inspection of the daily totals they noticed that the customer did not take as much insulin as they had taken in the previous days. No alarms were found in the history of the insulin pump. The caller was advised to refer to the customer's doctor and if needed to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.